Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered into the pump by the user on (B)(6) 2019 was 66 mg/dl, and continuous glucose monitor was not in use. User made frequent food bolus requests shortly following previous boluses, without entering current bg, and while still having insulin on board (iob). User also made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels and experienced 2 seizures. Bg values were not provided. The suspected cause was unknown; however, contact stated that possible cause could be due to puberty. Dates, milk and juice were consumed to treat bg. The customer required assistance from mother during these events due to seizures. Reportedly, the customer was not hospitalized and did not go to the emergency room. Recommendation was made to consult with healthcare provider regarding diabetes management.